Event description:
Clip applier shot the clips out and did not close them, no pinching/closing action at all. No injury to pt. Unable to return defective device to MFR as it had to be discarded. Expiration date 5/01.